Event description:
It was reported that the autopulse platform displayed a user advisory 7 (discrepancy between load 1 and load 2 too large) message. No adverse patient sequelae was reported. No further information was provided. Please note that the customer did not provide the date of event.

Manufacturer narrative:
Zoll has not received the product in complaint. A supplemental report will be filed if and when the product is returned and investigation has been performed.